Manufacturer narrative:
The insulin pump passed the functional testing, including the self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery alarm test. All operating currents were within specification. All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm which occurred while customer was asleep. Customer's blood glucose was 468 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.